Manufacturer narrative:
Attempts to obtain additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements and low out of range impedance measurements were observed on this left ventricular (lv) lead. Additionally, battery depletion was noted. Boston scientific technical services (ts) reviewed the available information and indicated the high lv outputs were the cause of the battery depletion. No adverse patient effects were reported.